Manufacturer narrative:
Results: no samples or photos have been received for investigation. DHR of lot 1706286p has been reviewed finding an annotation regarding the alleged defect. During primary packing process film is guided along a chain in the packing machine during blisters forming. In this lot a failure was detected in the chain in which the film was not correctly guided. Once detected, defective product was rejected and the mechanical team repaired the failure. This failure could have caused the alleged seal defect. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Conclusion: based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging on several bd syringe, eccentric tip packages were opened prior to use. No injury or medical intervention.